Event description:
The biomedical engineer (bme) reported that the cns shutdown again. This time the unit would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. The first occurrence will be reported in another MDR for complaint (B)(4). Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported on (B)(6) 2021 2 occurrences. This complaint is for the 2nd occurrence. The first occurrence is reported on 300243823. The central nurse's station (cns) shutdown again and this time would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. She had known that it was, but didn't know when it was sunsetted. Tech support advised basic troubleshooting steps e.g clearing out the vent fan, re-seating hard drives, removing the ups power. Qa has contacted the customer to see if the issue has been resolved with the troubleshooting information that tech support provided, they have been unresponsive. Investigation conclusion: the root cause of the issue cannot be determined as there was not enough information provided from the customer. Attempts to obtain further information were made, but the customer was unresponsive. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration g4 device bla number the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 on 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 on 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitters model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer (bme) reported that the cns shutdown again. This time the unit would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. The first occurrence will be reported in another MDR for complaint (B)(4). Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the cns shutdown again. This time the unit would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. The first occurrence will be reported in another MDR for complaint (B)(4). Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.